Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a button alarm 22. Reportedly, the customer had the pump in their pocket and the button may have been stuck down. The customer reported a blood glucose (bg) level of 67 (mg/dl). The customer consumed food and juice to stabilize bgs. Tandem technical support advised the customer to keep items from pressing on the button. Customer was successfully able to resume insulin delivery.